Manufacturer narrative:
Although a vessel bleed is not typically a life-threatening injury that results in permanent impairment or damage, this case resulted in significant hemorrhage requiring surgery. The exploratory laparotomy was necessary to prevent further damage from the internal bleeding, as well as to confirm that no other serious injuries existed. Because this event necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, coaptech believes it meets the definition of a serious injury.

Event description:
A pug procedure was performed on (B)(6) 2024 using the puma-g system. The patient's abdomen was described as benign, and the balloon was visualized clearly under ultrasound at about a 4cm tract depth. The balloon was moved left to avoid liver margin visualized on the patient's right side. The primary proceduralist attempted to puncture the balloon with the needle 5 times without success. Another proceduralist then attempted the needle puncture after shifting further left. The sixth puncture aspirated frank blood, after which the case was aborted due to bleeding concerns. Of note, coaptech does not recommend multiple puncture attempts, advising no more than three prior to aborting in product training. The patient received CT contrast that showed a large quantity of blood inside the abdomen and was started on pressors. A blood transfusion was provided and exploratory laparotomy was performed to stop the bleeding, revealing a blood in the abdomen. The operating surgeon commented that the bleeding originated from a small vessel on the omentum. There were no other signs of needle trauma nor errant needle placement. A surgical g-tube was placed during the surgery. The patient was described as recovered at the time of notification. No device malfunction nor organ injury was reported. Bleeding is a known complication that is listed in the product IFU, and the same injury could have occurred with any percutaneous approach to g-tube placement (e.g., peg or prg).